Manufacturer narrative:
Evaluation: device not returned - device was requested to be returned but is not available for evaluation because it was discarded by the customer. Outside of the incidents reported by this customer, review of the complaint database, in the last 4 years, found a low occurrence of complaints for zipper issues against the vest and jacket product line. However, similar investigations revealed that missing or damaged components (such as insert pin, pull tab missing or slider body open) or usage issues (such as incorrect size, laundering or deterioration due to wear and tear) may have contributed to the reported issue. Since the product is not available for investigation the reported issue could not be confirmed. Note: the instructions for use (IFU) were reviewed and found to provide adequate instructions and warnings for safe and effective use of the device. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. (B)(4).

Event description:
Customer reported that the posey roll jacket zipper is not very durable or workable. Customer reported the zipper is splitting open allowing the patient to get out. The patient fell and received bruises. No serious injury resulted and there were no delays in discharge of the patient. Customer did not provide a date when the incident occurred.